Manufacturer narrative:
(B)(4). Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during a shoulder repair that the suture on three of the gryphon p br anchors with orthocord broke midway when the surgeon was tying them. The surgeon left the three anchors securely within the boneholes, nothing was left proud. The surgeon completed the procedure by implanting 3 additional anchors to secure the fixation. The sales rep reported that there were no patient consequences. There was a 15 minute delay in the procedure. The sales rep confirmed that the surgeon was satisfied with the repair. Please see also medwatch report 1221934-2018-52346 and 1221934-2018-52344.